Event description:
It was reported that assistance was requested to complete a full supply change for a patient using an inset infusion set. During confirmation of insulin drops, none were observed, and upon removal of the cartridge, it was noted to be leaking. A lot number was not available at the time. Instructions were provided to replace all supplies, and drops were successfully confirmed after replacement. Replacement supplies, including cartridges, connectors, and infusion sets, were arranged to replace the wasted items. Insulin delivery was successfully resumed, and blood glucose levels were not affected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.